Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2013 with high fevers, hypotension, and altered mental status. There was an area of skin breakdown noted at the abdominal pocket site. Per the physician¿s report on (B)(6) 2013, the patient needed to be intubated due to respiratory arrest and was later transferred the morning of (B)(6) 2013 to a different hospital. On (B)(6) 2013, there was dehiscence at the pocket site and the pump could be seen. It was also noted the patient experienced drainage and increased spasticity. The pump and catheter were explanted by the neurosurgeon who was on call at the hospital. After explant, patient was admitted to ICU and continued on IV antibiotics per report. He continues to be hospitalized but was stable on a nursing unit. He was on oral baclofen. Cultures of fluid from abdominal pocket and spinal area negative for any organisms. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information later reported the pump did not erode through the skin but the wound opened up exposing the pump. Per the reporter it was unclear what the root cause of the patient's symptoms were. The patient did not have a replacement procedure. The patient was being maintained on oral medications for spasticity.